Event description:
It was reported by the rep that the (5) tct75 were used during a bowel resection procedure. It was reported that the five devices were required to complete the resection. No other details were given. There was no pt consequence. 6/1/2000 additional info from rep: the first four devices had premature lockout issues, the fifth was used to complete the case.